Manufacturer narrative:
New information: a4 - weight; b5, h6 - programming changes.

Event description:
New information received noted that programming changes were made on the device.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that an asymptomatic patient presented for a follow up in clinic. The patient's implantable cardiac defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy for atrial fibrillation with rapid ventricular response. The device misdiagnosed the signal. There were no interventions and no patient consequences.